Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the foreign patient on (B)(6) 2015, to report that on (B)(6) 2015, the sensor was useless because the transmitter was defective. No additional event or patient information is available.